Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: the reported unknown mount was not returned as it was used to finish the procedure. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: a root cause for this complaint could not be determined. DHR review could not be conducted for the implant mount as no lot number was provided by the customer. Complaint history review by item or lot number could not be conducted for the mount as no item/lot numbers were provided by the customer. Malfunction for the unknown mount could not be verified as no product was returned and pictures of the mount were not provided. As a result, the reported event for the mount is non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that the mount was rotating in the implant. The procedure was completed using another implant.